Event description:
New information received notes that programming changes were made and resolved the issue.

Event description:
It was reported that oversensing was observed. Lead revision is planned. The patients condition was good. No further information at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.